Event description:
It was reported that during an unknown procedure, the device did not fire, it seemed as if the battery was empty according to the user. A new plee60a was unpacked and used. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 8/29/2024. D4: batch # 942c05. E1: unk reporter. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 942c05, and no non-conformances were identified. Additional information was requested and the following was obtained: the complaint was that is seemed as if the device did not have enough power in the motor to staple, stapling went unbelievably slow and during the second firing it stopped after the first centimeter. The reverse button needed to be used and then the stapler did have sufficient power for a normal reverse of the knife. First firing was slow but the staple line looked normal and then during the second firing the device just stopped even though the surgeon was pressing the fire button. Surgeon pulls on the stapler but that it is stuck in the tissue and then realizes that device knife is not at the home position. So, he uses the reverse button what works as normal power. Staple the first 1.5centimeer but then the battery/stapler kind of gives up. The tissue that was stapled was normal bypass tissue, not very thick, nothing special between the jaws, the next stapler was able to staple at the exact same tissue location.